Manufacturer narrative:
(B)(4). No unexpected pump error 54 or pump error 3 alarms during testing however, pump error 54 however pump error 3 alarm are found in the formatted history file due to a software error. Unit passed displacement test. Pump error 63 (variable 3) alarmed during self test and pump trace download confirmed hardware low level failure alarm (variable 3) due to broken trace at u1 pin 1/vcc on keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Customer was able to clear the alarm and able to rewind the insulin pump. It was reported that the pump error got twice after the self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.